Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that an ar-1934bcf-2 anchor was broken during insertion. The procedure was completed by using another new ar-1934bcf-2, no patient harm and no secondary procedure was needed. All fragments were retrieved. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Visual inspection revealed that the implant fractured at the junction between the anchor and the base, where it connects to the driver. Functional testing was not performed due to the damage to the device. The most likely causes for the reported failure can be attributed to improper bone prep; misaligned insertion, or prying/leveraging the device during insertion.